Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6) found that the patient complaint was confirmed. Device led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and bowel dysfunction/sacral nerve stim. The reason for call was patient said since yesterday the charger is not working, the battery lights are flashing but the power button will not power on. Worked with patient to reset the charger by holding down the power button for 45 seconds off of the dock but the issue did not resolve. Worked with pt to plug the charger into ac power, patient confirmed the green light was on the dock, they put the charger on the dock and held down the power button for 45 seconds but the issue did not resolve. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient said they have not charged their implant for a week. Patient called back and stated they got their new recharger but couldn't get it paired with handset. Had patient take recharger off of dock and turn recharger on. Patient was able to connect to ins and handset and see excellent connection.